Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels up to 389 (mg/dl). Reportedly, the cause of the elevated bg levels was unknown. A site change was performed on the initial day of the elevated bg level. Boluses via the pump were delivered to address bg levels. Reportedly, the customer's blood glucose level did return to target. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. An alarm 2 (occlusion alarm) was found in the pump logs; however, no failure was identified. The occlusion alarm was the most likely cause of the elevated blood glucose level.